Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 725 mg/dl and diabetic ketoacidosis. Reportedly, the customer was using fiasp within their pump supplies. Customer went to the emergency room with ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with insulin and intravenous fluids; nature of fluids was not provided. Customer was discharged 5 days later and continued to use the pump for insulin therapy. Tandem technical support educated the customer on insulin labeling.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.